Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. D4: batch # y7053z. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. During the analysis, the device was cycled and it fed and formed nine (9) conforming clips. Upon testing, the jaws open and close without any difficulties, and the device locked out as intended. Although no conclusion could be reached on the cause of the reported event, do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel, as excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws, as this may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device was returned without detectable damage. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch y7053z number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2025 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic surgery; while deploying the clip, the applier deployed 2 clips at the same time. Upon attempting to apply a second application, the clip came together at the tips but did not come together at the base. The clip did not actually occlude the vessel. 2 separate times the clip applier deployed a clip that crossed over at the tips and sheared the vessel instead of leaving the clip in place. Proper technique was utilized all three cases. Both surgeons have been using these clip appliers for years and have not had this issue.